Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a fully broken and detached grip from its base. The conductor wire was found to be broken as a result of the grip breakage. The broken piece was not returned with the instrument. The components adjacent to the broken grip did not show damage. The complaint was confirmed by failure analysis. The probable root cause of a broken grip tip is attributed to use conditions. Damage to the instrument can occur while performing "off-label" surgical applications, such as needle bending/driving and suture snapping, or mishandling the instrument. Grip tip fragments may result when the metal injection molding (mim) is not retained to the overmold (om) during use.

Event description:
It was reported that during central processing procedure, the force bipolar instrument was found to be broken at the tip. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument had damaged tips but no missing fragments, thermal damage, or cable issues; no fragments fell into the patient, the instrument was returned, and no images or videos are available for review.